Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 12 days post implant the extravascular (ev) lead exhibited low r-waves, pwos (p-wave oversensing) and noise which resulted in low/bad match scores and patient received an inappropriate shock. It was noted that a noise warning alert was triggered and there was a high amount of non-sustained ventricular tachycardia episodes stored that all show oversensing. The sensing vector was programmed to r1-can but is now programmed to r1-r2. The physician decided to program detections off. The ev-lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an in-office device follow-up was performed on the patient. The r-wave measurements in office were again low for all vectors with the presence of p-wave oversensing (pwos) in ring 1 to ring 2 and noise for those with the can. It was noted that there has been some improvement since the previous follow-up. As initially reported, there were several oversensing episodes stored resulting in inappropriate therapy. Recently, there were no episodes stored anymore, so there is an improvement in sensing. R-wave amplitudes were initially low all the time but now show some variance with the trend showing some measurements greater than two millivolts.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the extravascular lead. Analysis of the device memory indicated extravascular oversensing of p-waves. The device memory indicated inappropriate delivery of ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the physician performed a computerized tomography (CT) scan to evaluate if the lead can be repositioned, but no further actions had been planned.